Event description:
The consumer reported their implantable neurostimulator (ins) was not holding a charge on (B)(6) 2016. The patient stated that the ins battery depleted sooner than it normally did and the ins would shut off. It is noted that when the patient turned the stim back on and went to sleep charging the ins, by the next morning, the ins was off again. The patient checked the battery status with their patient programmer (pp) and it showed ins battery low. When he connected with the implantable neurostimulator recharger (insr), it showed ½ - ¾ full. The therapy was working fine and the patient was getting all the coupling bars while charging since (B)(6) 2012 but the ins had not been working at all during the last couple of days prior to the report. It is noted that the pp showed a low pp battery icon on the screen; the patient changed the batteries and the pp was able to sync with the ins. The ins setting group b was at 1.3v, therapy was on, and ins was 50% charged. The patient also reported confusion with how to recharge the insr. The insr screen appeared to be blank and there was no power going to the recharger. But with assistance, the insr was able to charge. In the end, the issues with the insr were ¿ruled out¿ per (B)(4). No patient symptoms were reported. Indications for use include rsd/causalgia-complex regional pain syn and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.